Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the flexible shaft connector for used with quick coupling that holds the adapter together won't stay together, the piece was broken. It is unknown if there were patient and procedure involvement. This report is for one (1) flexible shaft connector for use with jacobs chuck. This is report 1 of 1 for complaint (B)(4).